Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise from air entrapment. The electrode was reprogrammed however another inappropriate shock was delivered. The tachy therapy of the system was programmed off and it remains in service. An x-ray performed showed potential kinking of the electrode. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.